Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. A tissue reaction like a pseudo tumor can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's instruction for use ((B)(4)). Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in (B)(4) 2008 as correction (B)(4)08. Should additional information including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4)

Event description:
A product liability claim was raised. It was reported by the pt's counsel that his client underwent bilateral resurfacing procedures in 2005 and 2007 respectively. The report made mention that "in (B)(6) of this past year she experienced adverse local tissue reaction due to the metal-on-metal bearing surface. It has been determined that she requires a revision of the acetabular component, in particular the durom cup." At the time of this report, that planned revision date has not been confirmed.

Manufacturer narrative:
This case was reopened on march 27, 2017 to enter additional information which was received on march 23, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 code p on the right side on (B)(6) 2007. The patient was revised on (B)(6) 2015 due to loosening. This is a bilateral claim. Left side complaint: (B)(4).